Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. (B)(6).

Event description:
The event occurred on an unspecified date and involved a 37" (94 cm) appx 4.2 ml, 10 drop admin set w/luer lock, bag hanger where the customer reported that the device leaked at secondary med spike into the chemo bag. There was unknown patient involvement and no adverse event reported. This is report one of two.